Manufacturer narrative:
The device and/or associated photographs were not returned to edwards for evaluation. During the manufacturing process, the delivery system undergoes multiple 100% inspections. Additionally, the work order undergoes product verification testing as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that damage on the delivery system balloon was present when leaving the manufacturing facility. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to device and/or applicable photographs/video not being returned, the complaint of ¿balloon - torn¿ was unable to be confirmed. As the device was not returned with the complaint, no relevant dimensional inspection could be performed. However, a review of lot history, complaint history, DHR, and manufacturing mitigations did not identify any evidence of manufacturing non-conformance that would have contributed to the complaint. It is possible that the balloon was ruptured due to contact with the existing hancock valve during deployment as a result of improper use of the device (valve in valve ¿ mitral position). Also, a review of complaint history review suggests that the balloon tear could have occurred adjacent to the inflation and crimp balloon (I/c) bond during valve alignment. Potential root causes for separation of the crimp balloon material in this location have previously been identified and documented in a pra. The information provided in the complaint description suggest that procedural factors may have contributed to the reported events. However, a true root cause is unable to be determined at this time. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that procedural factors may have contributed to the complaint event. A review of the complaint history for the month of november 2017 revealed that the occurrence rates did not exceed the control limits for the failure mode, therefore no corrective or preventive action is required at this time.

Manufacturer narrative:
(B)(6). Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a valve in valve (26mm sapien 3 in 29mm hancock 11 valve) transfemoral tavr procedure in the mitral position, the balloon tore prior to any inflation of the valve. Initially, the pre-existing hancock valve was crossed with the delivery system and during deployment of the sapien 3 valve it was noted that the delivery system balloon had ruptured prior to any inflation of the valve. The balloon did not inflate due to a ¿tear¿ in the balloon. The delivery system was successfully pulled back to the esheath and both the esheath and delivery system were removed as one unit without incident. A new delivery system and valve were then prepped and loaded. The new system was advanced across the hancock valve and was successfully deployed. The patient experienced no trauma from the ruptured balloon and was discharged from the lab to the critical care unit in stable condition. The physician did not report any difficulty inserting the delivery system through the esheath. The septum was easily crossed. It is uncertain what the tear occurred.